Manufacturer narrative:
Device evaluation of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received an appropriate treatment and an inappropriate treatment.   The device was started up at 17:45:24 on (B)(6) 2022. At 19:51:51, an arrhythmia was detected. ECG shows CPR/motion artifact. At 19:52:49, the patient received an inappropriate shock. The rhythm at the time of treatment was CPR/motion artifact. The post shock rhythm was CPR/motion artifact. At 19:53:21, the patient received an appropriate shock. The rhythm at the time of treatment was vf with CPR/motion artifact. The post shock rhythm was one sinus transitioning to CPR/motion artifact and electrode lead falloff. The electrode belt was disconnected at 20:12:45 on (B)(6) 2022. The patient passed away on (B)(6) 2022.